Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, in-stent restenosis of a proximal left anterior descending artery. Pre-dilatation was being performed with a 3.5 x 12 mm nc trek when the balloon ruptured at 12 atmospheres. A non-abbott nc balloon catheter was used for pre-dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.